Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. Neurostimulation felt like stabbing pain in his feet and back. The change occurred suddenly. One day he woke up and it felt different. There was no known accident or incident related to this complaint. Four months later, the pt was seen in clinic and a field rep interrogated the implantable neurostimulator. Impedances were greater than 3600 ohms on all electrode combinations using electrodes 0 and 2. Other impedance readings were within normal limit. However, the pt needed to use electrodes 0 and 2 to achieve optimal therapeutic benefit. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.